Manufacturer narrative:
The reported events were sensing noise and lead fracture. The reported event of sensing noise was confirmed. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 13.3cm to 13.5cm from the connector. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise resulting in inappropriate mode switch on the atrial lead. It was also noted that there was lead fracture. The physician elected to explant and replace the atrial lead. The patient was asymptomatic before, during, and after the procedure.